Manufacturer narrative:
Medwatch report # filed by the risk manager for this complaint is (B)(4).

Event description:
It has been reported that surgery time was extended beyond 30 minutes due to the surgeon having issues seating the insert. It was stated that the product would not be returned for evaluation.